Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 25, 2024, was chosen as a best estimate based on the implant date. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion e2330 - pain e2326 - osteomyelitis and discitis the following imdrf impact codes capture the reportable events of: f1905 - revision of eroded mesh block h11: block d4, h4 have been updated.

Event description:
It was reported that, as a result of the implantation of an upsylon, the patient experienced the following injuries, but not limited to: osteomyelitis, discitis, and erosion of the implanted mesh to surrounding tissue causing pelvic adhesions. The patient also had tethered adhesions to the small bowel in the pelvis, sepsis, and continuous infections of the area of the implanted mesh producing purulent vaginal discharge. On (B)(6) 2024, the patient underwent mesh revision. She has suffered pain, unnecessary expense, embarrassment, disfigurement, and harm. Additionally, she may have to undergo additional surgery in the future and may suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she has, and will continue to sustain in the future, the following damages as a result of the implantation of the upsylon device: mental and physical pain, suffering, and economic loss.

Event description:
It was reported that, as a result of the implantation of an upsylon, the patient experienced the following injuries, but not limited to: osteomyelitis, discitis, and erosion of the implanted mesh to surrounding tissue causing pelvic adhesions. The patient also had tethered adhesions to the small bowel in the pelvis, sepsis, and continuous infections of the area of the implanted mesh producing purulent vaginal discharge. On (B)(6) 2024, the patient underwent mesh revision. She has suffered pain, unnecessary expense, embarrassment, disfigurement, and harm. Additionally, she may have to undergo additional surgery in the future and may suffer significant pain, and unnecessary medical expenses for medical care, treatment, and therapies long into the future. Furthermore, she has, and will continue to sustain in the future, the following damages as a result of the implantation of the upsylon device: mental and physical pain, suffering, and economic loss.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 25, 2024, was chosen as a best estimate based on the implant date. Block d4, h4: the lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. Block e1: this event was reported by the patient's legal representation. The implanting and explanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E2330 - pain. E2326 - osteomyelitis and discitis. The following imdrf impact codes capture the reportable events of: f1905 - revision of eroded mesh.